Event description:
It was reported that the patient's log files were submitted for review. The log files showed that the patient was placed on this system controller on (B)(6) 2026 at 10:15:36 for an unknown reason. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.